Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) a visual inspection of the returned device was conducted, and the following observations were made: received in tray. Pusher not deployed. Cutter not deployed. Needle trigger retracted. Retract lever fully retracted. Lever lock and tape disengaged. Urethral endpiece (ue) ready to deploy. Distal tip undamaged. Unsheathing pawl not engaged with suture spool. Sutue unbuckled. Shuttle not engaged with needle spool. Suture ferrule in place. Case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: capsular tab (CT) did not unsheathe. Needle damaged: the needle tip is bent outward. Needle damaged: the needle is broken at and near the needle spool. Refer to dimensional inspection for additional details. The needle was found broken at spool and approximately 22 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typi-cally the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of: "during the procedure, the suture was not visible " was confirmed. Confirmation is based on the investigation results showing that the device suffered a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle dam-aged: needle damage occurs when the needle strikes bone the probable root causes of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the capsular tab (CT) was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure, the suture was not visible. Consequently, the device was removed, and the case was proceeded with a new device". The patient's current condition is reported as "fine".